Manufacturer narrative:
A tosoh field service engineer (fse) assisted the customer with the reported event by phone. After being instructed by the fse to look at the y-axis assembly, the customer indicated that the y-axis looked dirty. The fse then had the customer wipe off the dirt and lubricate the y-axis, which resolved the issue. The customer validated the analyzer by running a daily check and quality control (qc) with results within acceptable range. The aia-2000 is functioning as expected. No further action required by field service. A 13 month complaint history and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the search period. The aia-2000 service manual under appendix 4: error messages states the following: [4243] hybrid arm y-axis home detection failure. Cause: the home sensor failed to activate the hybrid arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a dust/dirt problem on the hybrid arm assembly.

Event description:
A customer reported 4243 (2000 only) hybrid arm y-axis home overrun on the aia-2000 analyzer. The analyzer is down and the customer has requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of beta human chorionic gonadotropin (bhcg) and human chorionic gonadotropin (hcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Correction: original statement: the most probable cause of the reported event was due to a dust/dirt problem on the hybrid arm assembly. Corrected statement: the most probable cause of the reported event was due to a dust/dirt problem on the y-axis cup transfer plastic chain. Incorrect information: section h6 component code: 752 carrier. Corrected information: section h6 component code: 4730 chain.